Manufacturer narrative:
As the lot number is unknown, the expiration date, manufacturing date, and UDI has been updated to unknown. The event product was returned to applied medical for evaluation with two fragments. Engineering was able to confirm the complainant's experience of a fragmented cannula tip. The two fragments did not complete the cannula tip; however, the customer noted that no parts were left in the patient. The wall thickness of the cannula was measured, and the measurements met specifications. The lot number provided by the customer did not match the product that was received by applied medical. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process enhancements intended to further minimize the potential for this type of event to occur. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. For the 2nd event, please reference MDR# (B)(4).

Event description:
Additional information received from sales representative on january 25, 2017. The customer realized that the insufflation doesn´t work so they checked the trocar. It was because of insufflation. It was not a port problem. The insufflation works but the gas flews into the abdominal wall and not into the abdomen. So they checked the trocar and saw that it was broken.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "at first the insufflation port doesn´t work. They changed the trocar for the insufflation. When they removed the trocar, they realised that the trocar was broken and half of the trocar stays in the patient. They get most of the trocar parts out but not everything. This happened in 3 cases. But only in one case there was the problem with parts inside the patient. More details will follow after the visit to the tm." Additional email tm received on november 3, 2016: ''I will send you all this information when I got the pictures and the information from the hospital. She said that she will send me this information today. They can't remove the parts because they can't find them. But I will give you more information on the afternoon''. Additional information received on november 7, 2016 from tm by email with the correct incident description: when they removed the trocar at the end of the surgery ther realised that the tip from the sleeve is broken. Tm confirmed by email on monday november 7 that there were 2 incidents instead of 3 incidents initially declared. Additional information received from tm by email on november 30, 2016: in both cases no parts are in the patient. Wrong information from the or-staff. Patient status - good.